Event description:
It has been reported to philips that the fluoroscopy was not working. No harm has been reported. The available information does not indicate whether the device was in clinical use. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The reported issue was cancelled in this case (B)(4) and troubleshooting actions were taken place in case ID (B)(4). The philips field service engineer (fse) inspected the system onsite and confirmed that flouroscopy was not working. Fse confirmed the oil drying device for was defective. Fse replaced the oil drying device. After replacement of oil drying device the system was returned to good working condition. The codes were updated based on the investigation outcome.